Event description:
It was reported that the lv lead (4194) was not implanted due to patient anatomy. The lv lead (4196) was implanted. The next day the lead migrated and resulting in phrenic nerve stimulation. Repositioning was attempted, but not successful. The lead was explanted. The lv lead (4195) was attempted but still resulted in phrenic nerve stimulation and was not implanted. A second 4194 was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead analyzed; (B)(4) no anomalies found, full lead analyzed; (B)(4) no anomalies found, full lead analyzed.